Manufacturer narrative:
Batch review performed on 03 jun 2019: lot 050751: (B)(4) items manufactured and released on 09-nov-2005. Expiration date: 2010-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implants involved: liner: versafitcup dm 01.26.2852m double mobility liner ø 52/28 (k083116) lot 051580: (B)(4) items manufactured and released on 30-nov-2005. Expiration date: 2010-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Ball heads: cocr 01.25.011 cocr ball head 12/14 ø 28 size s -3.5 (k072857) lot 070959: (B)(4) items manufactured and released on 19-jun-2007. Expiration date: 2012-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
On (B)(6) 2019 we were informed about a revision surgery performed on the following day, after about 12 years from the primary, due to cup loosening and luxation of the head from the liner. No information about the head, if ceramic or crco.